Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please note that the suspect device (model number cyf-v2 / sn (B)(6)) was returned to olympus for an evaluation. However, the device was returned under related record (patient identifier # (B)(6)). Therefore, an evaluation was completed and documented in that related record (patient identifier # (B)(6)). Both fields d9 and h3 have been marked ¿yes¿ in the initial medwatch report (for this patient identifier # (B)(6)) to capture the device return. However, the complete evaluation results have been submitted in (h10) of the supplemental medwatch report in the related record (patient identifier # (B)(6)). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, poor leakage was identified in the biopsy channels which likely caused/contributed to the presence of the pink fluid. The event can be detected/prevented by following the instructions for use (IFU) in sections: chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection, and sterilization procedures. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Patient culture tests are still pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that several patients had burning with urination after the videoscope was used in cysto procedures. The customer used aldahol to clean the scope. The customer performed extensive cleaning and reported seeing pink fluid come out of the scope. There were no reports of patient infection or injury. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to correct h10 on the previous report as the device evaluation was inadvertently omitted. The device was evaluated by olympus and the reported issue was confirmed. The following non-reportable findings were also noted: leak failure due to internal cracks inside the biopsy channel. Bending section cover elongation and discoloration. Bending section cover adhesive lifting and scratched. All device switches malfunction. Scratches and dents on the insertion tube. Control body dry corrosion. Olympus will continue to monitor field performance for this device.